Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin, using supplies beyond labeling, and not following the correct air removal steps. Tandem technical support educated the customer on proper insulin/cartridge labeling, as well as proper air removal procedures. The customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was in the range of 156-226 mg/dl.